Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room complaining of hearing alert tones. It was found that the alert was due to high and undefined superior vena cava (svc) coil impedance on the rv lead. The svc coil was programmed off and the rest of the rv lead remains in use. No patient complications have been reported as a result of this event.